Event description:
The user reported that during a thoracentesis, the valve in the hub of the catheter detached and occluded the catheter. The device was removed and the procedure was completed with a replacement catheter. No harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation. The device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.